Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.5 cm to 9.8 cm from the connector pin, due to friction with the device can. The proximal coil was exposed in the same area which could have caused the reported sensing anomaly.

Event description:
It was reported that the lead exhibited under and intermittent sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun